Event description:
Lifesite patient developed a staph epidermidis infection and was explanted. Patient was implanted in 2001 and developed first infection in the next month. Blood cultures taken from the access catheter were positive for staph epidermidis.